Manufacturer narrative:
The insulin pump received stuck in motor error alarm loop during bolus delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed alarm test and all operating currents were within the specifications. No unexpected low battery, off no power alarm, battery indicator, display anomaly or blank display noted. No insulin pump acting up or moisture damage inside insulin pump noted. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.